Manufacturer narrative:
D10 concomitant product: unknown ligasur, unknown ligasure instrument (lot#unknown); unknown egia su, unknown endo gia sulu (lot#unknown); unknown ligasur, unknown ligasure instrument (lot#unknown) stepwise implementation of robotics and a certified enhanced recovery program significantly improves multiple outcome metrics in a liver surgery unit. Florian primavesi, iveta urban, daniela rappold, manuel tiefenthaler, jürgen simharl, david baumgartner, stefan petritsch, michael schausberger, daniela luger, klaus bogner, claudia bartsch, karin kreuzhuber, jutta stadler, rafael diaz-nieto, hassan malik, florian ponholzer, tilman konigswieser, christian dopler, and stefan stattner. European journal of surgical oncology 52 (2026) 111385. Available online 8 january 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective study assessed outcomes of patients undergoing liver surgery before and after an enhanced recovery program between 2020 and 2024. In patient undergoing open surgery, parenchymal transection was done with clamp crush technique combined with ligasure maryland or a competitor device. Of the 225 patients in the study, 84 underwent open surgery and 141 underwent robotic or laparoscopic surgery. Complications included intraoperative bleeding, postoperative hemorrhage and bile leak. Conversion to open procedure, blood transfusions, reoperations and readmissions were reported.